Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the essure devices: perforation of the uterus"), fallopian tube perforation ("migration of the essure devices: perforation of a fallopian tube"), device breakage ("essure insert breakage/ coil had to be cut and a portion of thecoil remained in her uterus"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure (batch no. A36513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included myasthenia gravis, raynaud's syndrome, neck injury since 2014 and gallbladder operation since (B)(6) 2016. Concomitant products included pantoprazole and pyridostigmine bromide (mestinon). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain/ dysmenorrea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / abdominal cramping"), pelvic pain ("pelvic pain/ pelvic region pain"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), urinary incontinence ("loss of bladder control") and anxiety ("anxious"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Essure was removed on(B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, autoimmune disorder, rash, pruritus, fatigue, urinary incontinence, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the dysmenorrhoea, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, urinary incontinence, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. She was required to schedule surgery for removal of the essure devices to occur in (B)(6) 2017. Date(s) of removal: (B)(6) 2016, (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics updated and concomitant drugs added. Essure implant date and indication updated and explant date and lot number added. New events abnormal bleeding (vaginal, menorrhagia) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the essure devices: perforation of the uterus/had been perforated during the implant"), fallopian tube perforation ("migration of the essure devices: perforation of a fallopian tube"), device breakage ("essure insert breakage/ coil had to be cut and a portion of thecoil remained in her uterus"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure (batch no. A36513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included myasthenia gravis, raynaud's syndrome, neck injury since 2014 and gallbladder operation since (B)(6) 2016. Concomitant products included pantoprazole and pyridostigmine bromide (mestinon). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain/ dysmenorrea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / abdominal cramping"), pelvic pain ("pelvic pain/ pelvic region pain"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), urinary incontinence ("loss of bladder control") and anxiety ("anxious"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, autoimmune disorder, rash, pruritus, fatigue, urinary incontinence, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the dysmenorrhoea, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, urinary incontinence, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. She was required to schedule surgery for removal of the essure devices to occur in (B)(6) 2017. Date(s) of removal: (B)(6) 2016,(B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion and proper placement . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of a fallopian tube"), device dislocation ("migration of the essure devices"), device breakage ("essure insert breakage"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain"), abdominal pain lower ("lower abdominal pain / abdominal cramping"), pelvic pain ("pelvic pain"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), urinary incontinence ("loss of bladder control") and anxiety ("anxious"). The patient was treated with surgery (she was schedule surgery for removal of the essure devices to occur (B)(6) 2017). At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, autoimmune disorder, dysmenorrhoea, abdominal pain lower, pelvic pain, rash, pruritus, fatigue, urinary incontinence and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, pelvic pain, pruritus, rash, urinary incontinence and uterine perforation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. She was required to schedule surgery for removal of the essure devices to occur in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.